Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was x-rayed on (B)(6) 2020 when it was discovered that their atrial lead had dislodged following an implant. Lead was repositioned on (B)(6) 2020. Patient was stable after the procedure.